Manufacturer narrative:
During testing, the pump passed the sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 5.0 received the lowbatteryalert (104) on 11/27/2024 12:39:00 faster than expected at 0.24 days. Battery cycle 3.0 received the lowbatteryalert (104) on 11/20/2024 05:35:00 after more than 7 days at 10.02 days. Battery cycle 2.0 received the lowbatteryalert (104) on 11/10/2024 05:08:00 faster than expected at 6.97 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was received with cracked battery tube threads and cracked case at the battery tube side near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-nov-2024 in the pump history file. 11/27/2024 06:55:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/27/2024 06:56:26.000 batteryremoved (55) 11/27/2024 06:56:26.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/27/2024 06:56:38.000 batteryinserted (44) 11/27/2024 12:39:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/27/2024 12:41:35.000 batteryremoved (55) 11/27/2024 12:41:35.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/27/2024 12:41:47.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on 11/27/2024 8:14:59 pm. There was no power data available for the time and date of 11/27/2024 at 06:55:00.000 and 11/27/2024 at 12:39:00.000. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) unknown. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. Cosmetic damage was confirmed at the back of the pump. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected confirmed due to moisture damage on the electronic assembly. No current code/category (lowbatteryalert) confirmed due to moisture damage on the electronic assembly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Replace battery now alarm customer reported receiving replace battery alert/ replace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hrs before replace battery alert. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.